Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a right robotic hepatectomy, using a powered vascular stapler to perform the intra hepatic transection of the right pedicle, after firing, the surgeons realized that part of the pedicle's elements were not properly and completely sealed. The staple line was milking both from the bile duct and vessels. It has been necessary to place additional hemolock and sutures stiches to solve the problem. Fortunately the right branch of the portal vein and hepatic artery were already closed having been both clipped at their origin in the hilum. This avoided a massive bleeding caused by the malfunction of the stapler. No other consequence occurred to the patient after this problem. Procedure was prolonged 30 minutes.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2022. D4: batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.